Event description:
It was reported that a couple months after implant, the device implant detect had not completed due to the atrial port being plugged, so as a result, there were no diagnostics present. The clinician was given instruction on how to turn off implant detect, and the device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.